Event description:
Journal article received: results of internal fixation of pauwels type-3 vertical femoral neck fractures, journal of bone and joint surgery-series a, 2008 aug; 90(8):1654-1659. Authors: frank liporace, md, robert gaines, md, cory collinge, md, and george j. Haidukewych, md. This is a study of 62 pauwels type 3 femoral neck fractures in 61 patients aged 19 to 64 with a mean age of 42 years. Mean duration of follow-up of 24 months. 37 fractures were treated with cannulated screw fixation alone, 14 were treated with dynamic hip screw, nine with cephalomedullary nail and 2 with dynamic condylar screw. Of the 37 fractures treated with cannulated screws alone, 32 were treated with parallel screws in a triangular configuration and 5 were treated with crossed-screw fixation. Five of the 7 patients who developed osteonecrosis were treated with screw fixation only. Of the 7 patients, five were treated with total hip arthroplasty. No information was provided as to how many of the 5 were screw fixation. It is unknown if these screws are synthes screws. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is on an unknown quantity of unknown cannulated screws. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.